Event description:
Reporter reported to smiths medical international that they "found another badly glued line" while "testing the connection between the stopcock and arterial line." There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The subassembly in question is a560 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical international in england. The finished product is further assembled, packaged and sterilized by smiths medical international. Samples have been received from the customer; however, smiths has not yet completed its investigation into this matter. A f/u report will be submitted as soon as the investigation has been completed.